Event description:
The customer reported the doctor attached the tip cover (maj-2315) to the tjf-q290v (subject device) and carried out the examination, which was a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure. When the endoscope was removed from the patient's body at the end of the examination, the tip cover fell off. The doctor did not notice that the tip cover had fallen off and ended the examination as it was. In the ward, the patient complained of discomfort in the pharynx, proceeded to vomit, and the tip cover was collected from the vomit. The tip cover was discarded by the user. There was no change in the patient's planned hospitalization period, and there was no problem with the patient's prognosis, as a result of the event. This report is being submitted for the tjf-q290v (evis lucera elite duodenovideoscope), under the medwatch with patient identifier (B)(6). The maj-2315 (single use distal cover) is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The subject device (tjf-q290v) is not being returned to olympus for evaluation. The maj-2315 was disposed of by the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, no abnormalities were confirmed in the device inspection at the facility. However, it is likely that the distal cover was not securely attached, which caused it to loosen during the procedure and fall off. The root cause of the reported event could not be determined. This supplemental report includes a correction to g2 and h4. Information added to g2 that was inadvertently not included on previous submissions. H4 date corrected to 10apr2019. Also, information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being updated to report additional information provided by the customer.

Event description:
Update: additional information provided by the customer: the customer confirmed there were no adverse effects to the patient as a result of this occurrence. The patient's current condition is described as "good prognosis".